Event description:
Encountered resistance when removing foley catheter, balloon was fully deflated, resistance was met at the level of the meatus. Foley was lubed with betadine ointment and ky and extracted. Pt experienced discomfort with removal, no blood was noted upon removal. Receiving nurse was notified of problem. Md notified, no treatment ordered. A ridge was noted around the balloon once the foley had been removed. Materials mgmt called.